Event description:
It was reported that when the device was used during an lobectomy procedure, the gear inside the handle broke as firing. Opened another device to complete the case. There was no consequence to patient.